Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr  determined that main board needed to be replaced. After replacing the main board, the device operated to manufacturer's specifications. The suspect main board has been returned to vyaire for further evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator is delivering low minute ventilation and showing all asterisks in the minute ventilation displayed. The customer did not report any information regarding patient involvement, at this time it is unknown.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was found to be transducer failure. Transducer was calibrated and the machine met specifications.